Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2020. It was reported that the trial patient still experiencing drainage and that they had gone back to the hospital before about this. Support link advised to make their clinician aware of it. Patient stated general pain, not due to stimulation, but still in the bicycle seat area. Patient was advised to consult their doctor. Patient stated this morning at 9:30, they started having an urgency of 4 and pain associated with the urgency. Patient has voided several times between 9:30 and the time of the call and is very concerned by this and the pain. Additional information was received from the patient to clarify on what the drainage was and to why they had to visit the hospital. The patient reported a ruptured hematoma in relationship to the procedure of the implant of the trial lead. The patient is going into surgery next week (B)(6) 2020.